Event description:
Information received by medtronic indicated that the insulin pump had crack at side. The retainer ring had no damage. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer alleged the pump having water inside of it and cracked side of the pump. Device received with a blank display. During visual inspection and found heavy moisture damage on the electronics, battery tube, battery connector, vibrator, motor, 40 pin flexible printed circuit/lcd. Perform brush cleaning with the isopropyl alcohol the electronic assembly. Installed electronics in test case, internal battery and motor. Powered the pump on using the battery simulator and the unit still blank display noted. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. In conclusion, unit blank display due to heavy moisture damage electronic assembly. Unit had cracked battery tube threads, cracked case (battery tube), cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly and no anomaly noted.